Manufacturer narrative:
The customer contacted the bec customer technical specialist (cts) and reported that they had replaced the probe wipe which resolved the leak. A spare probe wipe was ordered and sent to the customer. Service was not dispatched for this event. The cause of the leak is related to the probe wipe. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that few drops of fluid had leaked from the probe wipe of their coulter act diff 2 analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and no patient samples or results were affected by the leak.